Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. Evaluation: an investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 71311li00 met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-37, lot number 71311li00, was identified.

Event description:
The customer observed (B)(6) architect hiv ag/ab results for a (B)(6) female patient. The customer provided the following data (s/co): (B)(6). No adverse impact to patient management was reported.